Event description:
The customer reported during patient use, there seemed to be an issue with the white retention disc of the autopulse platform (sn (B)(6)), where either it or in combination with the drive shaft, it is sheering off part of the autopulse lifeband (lot unknown) pin. With a new band, the platform will perform 2-3 compressions then show user advisory (ua) 12 (lifeband not present) error message. The crew did manual compressions while troubleshooting the device. Once it was obvious that the device was not going to work anymore, they switched to continuous manual compressions. Compressions were never paused more than a few seconds during the troubleshooting process. The pin of the lifeband could be removed from the driveshaft without depressing the disc. The second lifeband performed as intended in other platforms. No impact or consequence to the patient. Please see the following related MFR report: MFR #3010617000-2024-00032 for the autopulse platform.

Manufacturer narrative:
The lifeband in the complaint was discarded by the customer and will not be returned for investigation. Therefore, a physical investigation will not be performed.

Event description:
The customer reported during patient use, there seemed to be an issue with the white retention disc of the autopulse platform (sn (B)(6)), where either the disc or the disc in combination with the drive shaft, is shearing off the belt clip of the autopulse lifeband (lot unknown). With a new band, the platform will perform 2-3 compressions then show user advisory (ua) 12 (lifeband not present) error message. The crew did manual compressions while troubleshooting the device. Once it was obvious that the device was not going to work anymore, they switched to continuous manual compressions. Compressions were never paused more than a few seconds during the troubleshooting process. The pin of the lifeband could be removed from the driveshaft without depressing the disc. The second lifeband performed as intended in other platforms. No impact or consequence to the patient.